Event description:
(B)(4).according to the information received, an end user reported that a catheter had a point that was sharp and caused bleeding.

Manufacturer narrative:
Five samples were returned. All catheters were tested and no irregularity was found with the catheters. Therefore, this complaint cannot be confirmed as reported. If additional information becomes available, a follow up report will be filed.